Event description:
Event description guidant received information that jpre-implant, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage lower than the boxed value.